Event description:
Additional information was received from a patient. It was reported that an adjustment was performed but the patient was still experiencing problems. The patient is having her implantable neurostimulator (ins) battery changed on (B)(6) 2016. No other information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that on (B)(6) 2016, the day following an adjustment, the patient started experiencing symptoms such as headache and trouble walking. Additional information has been requested regarding interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.